Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the tip and the shaft of the probe saphyre wand, got separated when used for 5 minutes. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection revealed the device was returned without original packaging. The distal tip was deformed and the active electrode was broken off. The cable was cut. A functional evaluation could not be performed due to the condition of the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation was performed and the provided image was reviewed. Based on the report of "no further complications" and the limited clinical information provided, no further clinical assessment is needed at this time. The complaint was confirmed and the root cause was associated with a component failure. Factors that could have contributed to the reported event include impact or inappropriate force exerted on the distal tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.